Event description:
Rptr states the pt tested 32.4 mmol/l and 10.9 mmol/l on the sensor sys and a lab drawn around this time returned as 4.9 mmol/l. No exact timeframe provided but info suggests the tests were performed back to back. No treatment info provided. No adverse event reported. Requested return of suspect sys however no prod was returned for eval.

Manufacturer narrative:
Event occurred in another country.